Event description:
Patient reported right side nipple paresthesia/hypersensitivity. Healthcare professional later reported replacement from textured o smooth due to the patient's concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ nipple sensation increase/decrease: unable to observe since it is not related to the device. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure deformation crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side nipple paresthesia/hypersensitivity. Healthcare professional later reported replacement from textured o smooth due to the patient's concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of nipple hyposensitivity/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple hyposensitivity/hypersensitivity, anxiety-product/procedure.